Event description:
Patient was implanted with screw and washer in the pelvis on unknown date. Patient reported pain. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. No additional information is available at this time. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.